Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct the device's serial number. Based on the results of the legal manufacturer's investigation, the physical damage found on the device was most likely due to user mishandling. To avoid inadvertent damage, the device's instructions for use advises: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects."

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3,h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Per device evaluation, the user reported issue was confirmed. The reported image difficulty was due to broken cover glass and fiber breakage. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report #1 updates the following section: b3, b5 ,e2, e3, g4,g7,h2,h6 and h10 .

Event description:
The event occurred during reprocessing found by the sites sterile reprocessing unit. The intended procedure during the time of event was not provided and it is unknown if the same device was used to complete the procedure.

Manufacturer narrative:
The device was returned to olympus for device evaluation. Evaluation determined that the objective window was found to have a broken cover glass. Fiber breakage was found and the device had no image. The device was placed for repair.

Event description:
It was reported that the m3-30a lens cracked. The issue occurred during an unknown procedure. There was no patient impact or harm was reported.